Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported pericardial effusion was procedure related. Per the IFU, vascular perforation in an inherent risk of any electrode placement.

Event description:
During an atrial fibrillation ablation procedure using a therapy cool path duo ablation catheter, a cardiac tamponade occurred. Ablation was performed on the pulmonary veins in left atrium and completed in the right isthmus. Following the procedure, the patient was transferred to recovery and the patient¿s blood pressure was noted to be low. An echocardiogram confirmed a cardiac tamponade. Cardiac surgery was performed to repair a hole in the right isthmus. The patient was then stable. There were no performance issues with any sjm device.